Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a error icon and could not restore device. Patient's wife administered a glucagon shot to patient, but patient did not specify if it was related to this incident. No medical intervention was required.